Manufacturer narrative:
A crack was confirmed in barrel side wall of the single device returned. Visual inspection showed a longitudinal crack of approx 2 1/4 inch in length. Analysis of complaint data over the past 2 years reveal that cracked syringe barrel complaints occur at a chronic low level. Investigations are currently ongoing to identify the cause of cracks and improve the process to reduce the frequency of cracked syringes in the mfg process.

Event description:
Syringe cracked and leaked during the reconstitution process.